Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported that the patient had been to the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached above 350 mg/dl while wearing the pod for an unspecified amount of time. Symptoms reported include hyperglycemia and vomiting. The patient was treated with an unspecified administration of zofran and insulin, and application of a new pod. The pod was removed at the emergency room and discarded. The patient was discharged the same day.